Event description:
The customer reported that the buttons on her insulin pump were not consistently working and there was a delay. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.